Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced a low blood glucose while using the ilet and elected to discontinue therapy and return the device and unopened supplies; the user reported discomfort with automated control and a preference to intervene when glucose reached the 60s. Symptoms included anxiety. Outcomes included self-treatment with oral glucose in the form of glucose tablets and soda, with no need for outside assistance or medical intervention. Investigation included a review of the event details and user feedback. Investigation of this case revealed no device malfunction reported and no component failure reported; the event was characterized as hypoglycemia with unclear cause and user preference for manual control. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.